Manufacturer narrative:
D10 concomitant product: fgs-0606, fgs-0606 pillcam crohns 1-pack (lot#unknown); fgs-0347, fgs-0347 pillcam recorder dr3 x1 (serial#unknown) panenteric capsule endoscopy in young patients with suspected irritable bowel syndrome: a self-controlled feasibility study / robert benamouzig, walaa el arja, bakthiar bejou, gheorghe airinei, nahla cucherousset, abdelhakim tazairt, mourad benallaoua, fabien wuestenberghs, and jean-marc sabaté./ clinical and experimental gastroenterology 2025:18 205¿213 / published: 6 september 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported in the literature article, a prospective study evaluated the feasibility of using the panenteric capsule to exclude gastrointestinal diseases in patients with symptoms of irritable bowel syndrome between november 2018 and july 2022. Pillcam crohn¿s capsule was used in 29 patients. The capsule was passed in 25 cases. In three cases, the capsule remained in the rectum.

Manufacturer narrative:
Additional information: a2(age at event), a3a, a4(weight in lbs), d4(model number, catalog number, expiration date, lot number and UDI), g3, h4 d10 concomitant product: fgs-0607, fgs-0607 pillcam crohns 5-pack (lot#42170u). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.